Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents for balloon rupture reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a fox dilatation catheter was advanced, without resistance, to the heavily calcified lesion located in the left superficial femoral artery (sga). Upon initial inflation to 12 atmospheres, the balloon burst due to the lesions calcification. The device was removed from the patients anatomy without any resistance or issues and was discarded. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.